Event description:
Reported on medwatch #(B)(4) as "pt had bariatric lap-band surgery at this hosp. On visits to bariatric surgeon, band was repeatedly not filling. The pt brought back to operating room and the surgeon documented there appeared to be a leak from the tubing just proximal to the port: pt had replacement of laparoscopic gastric band port. The pt did well during procedure and was taken to recovery room in stable condition. The pt was discharged later the same day."

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not yet been returned. Based upon the implant date and the serial number provided by the reporter the connector type is assumed to be a taper ii. The reporter was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."